Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, patient had oozing at ECMO and impella sites. Patient act was high at 347 during bleeding issues and before pump explant. The cause of the access site bleeding issue was anticoagulation management due to high patient act values per clinical review.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed an ooze at the extracorporeal membrane oxygenation (ECMO) and the impella site. A figure eight suture was placed at the impella site and a hematoma was pushed out by surgeons on the impella site and the ECMO site. However, patient developed significant bleeding and pump was removed to achieve hemostasis.